Event description:
It was reported that a patient presented remotely with myopotentials over-sensing noted on the patient's implantable cardioverter defibrillator. Corrective programming changes were made in-clinic. The patient was stable throughout